Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump has unexpectedly shut off multiple times in the past 3-4 months. The customer reported their blood glucose (bg) level was in the 700's (mg/dl) and they were subsequently hospitalized for diabetic ketoacidosis following one of the shutdowns. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.